Event description:
The patient was revised because of pain and stiffness.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Provided info market on the device experience report is market that the products are not suspected of failing to meet specifications. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.